Event description:
It was reported that the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fall approximately 4 months ago and due to this, stimulation was lost. Field representative met with the patient and confirmed contacts 9-16 were all high (greater than 3,000 ohms). Reprogramming was attempted but only left-side coverage was achieved; targeted pain is bilateral. As a result, surgical intervention may occur.

Event description:
It was reported that the lead was fractured.